Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced a hyperglycemic event related to a dim display issue. On an unspecified date, the patient¿s blood glucose reading reportedly was greater than 600 mg/dl with symptoms of dehydration (dizzy, lightheaded). It was reported that the patient did not receive any treatments above and beyond the usual routine of diabetes care and management and the patient had remained on pump therapy with no recent adjustment to the pump setting. Customer support reviewed the pump with the reporter and it was reported that the display screens were difficult to read or maneuver due to a dim display issue. The reporter noted that there was moisture behind the display screen. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged dim display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.